Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. A liberte 2.75x32mm bare metal stent was being prepared for use when the stent came off of the balloon while wiping it down. There was no pt contact. The procedure was completed using another liberte, same size.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.